Manufacturer narrative:
D4 - lot number: 0025840319 or 0026095855. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 6mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture and pinhole noted. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt in the limb. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon third inflation at nominal pressure. The device was able to remove normally form the patient's body and a pinhole was noted on the balloon. The procedure was completed with another of the same device. No complications were reported and patient condition was good post procedure. It was further reported that the duration of inflation was 30 seconds each inflation.

Manufacturer narrative:
D4 - lot number: 0025840319 or 0026095855.

Event description:
It was reported that balloon rupture and pinhole noted. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt in the limb. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon third inflation at nominal pressure. The device was able to remove normally form the patient's body and a pinhole was noted on the balloon. The procedure was completed with another of the same device. No complications were reported and patient condition was good post procedure. It was further reported that the duration of inflation was 30 seconds each inflation.

Manufacturer narrative:
Lot number: 0025840319 or 0026095855.

Event description:
It was reported that balloon rupture and pinhole noted. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt in the limb. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon third inflation at nominal pressure. The device was able to remove normally form the patient's body and a pinhole was noted on the balloon. The procedure was completed with another of the same device. No complications were reported and patient condition was good post procedure.